Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be unknown. Prior to death it was reported that the patient had been hospitalized due to a heart attack. The patient underwent bypass surgery five days later. If was reported that the patient was not doing well after the bypass surgery. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported problem. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Per the device evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.